Manufacturer narrative:
Visual inspection of the returned parts found both bolts were broken on the proximal end of the shank through the wire guide slot. Other than the breakage there were no other unusual deformations observed on the bolt. Analysis of the returned devices indicates that the device was a contributor to the reported event. Dimensional inspection could not be conducted. The drawings are obsolete and no longer available. Analysis of the returned device indicates that the device could have been a contributor to the reported event. The device was physically broken. Using the salvation bolts with sidekick circular rings should not have had a negative impact on function and life of the bolts. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was too much toque/stress for the material and dimensions specified.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient suffered a postoperative break of bolts and underwent a revision surgery.